Event description:
Customer called to report the pump had an alarm. It was stated that the driver block did not slide freely across the lead screw in the unlocked position and the driver arm was bent. Device was not dropped, bumped, or exposed to moisture. Customer reverted to back up plan.